Manufacturer narrative:
(B)(4) date sent: 7/12/2016. Batch #unk

Event description:
It was reported that during a laparoscopic gastric procedure, the device was used for taking down adhesions during a very long case. The device stopped working and on screen notification indicated that pressure on jaws should be reduced. That was done but the instrument still did not function. The generator then flashed an indication that the instrument should be removed from the patient. It was found that the distal half of the active blade (black piece) was broken. A new device was opened and the case was completed without incident. Patient was not compromised in any way by this event according to scrub tech. One device was discarded.